Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 4.0. Date: (B)(6) 2010, inratio: 1.0. Pt reports being sick and not taking his coumadin after getting a 4.0 inr yesterday ((B)(6) 2010), and now his result today ((B)(6) 2010) is 1.0 inr. Caller also reports taking antibiotics.

Manufacturer narrative:
Pt has been sick and is on antibiotics. Pt current medication and health status may affect coagulation test. This may lead to unexpected inr results or testing error. Al inr results provided by customer are performed more than three hrs between two readings. Since time of test exceeded three hrs, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued. Trend analysis is not required due to no strip lot info provided. This issue will be subject to tracking and trending. Corrective action not required at this time.